Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set was out of their body. The product was not adhering. They were sleeping when it occurred. They changed the infusion set. The customer¿s blood glucose during the incident was over 500 mg/dl. They treated the high blood glucose with manual injection. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.